Event description:
A zoll patient service representative (psr) called zoll customer support to report that, while fitting a (B)(6) female pt, the pt's electrode belt was unable to baseline. The pt was fitted with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to baseline) was confirmed. Upon investigation, the white wire (driven ground signal) in the trunk cable was found to be broken inside the insulation. The root cause for the broken white wire could not be positively identified but was likely excessive force. No adverse event resulted from the broken wire. The pt received a replacement electrode belt.